Manufacturer narrative:
The esc and act buttons on the insulin pump had intermittent response due to moisture damage on keypad traces. No button error alarm noted during testing. The device had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corners, cracked lcd window, and cracked reservoir tube window.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and she received a button error alarm. Customer's blood glucose was 240 mg/dl. The customer stated the insulin pump was worn close to her, but was out of her pocket. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.